Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional information was requested, and the following was obtained via: the investigating team were expecting 2 vcp500g; lot# 103mbh but received (6) vcp500g; lot# 103mbh and (29) lot# 102dbt. Can you please confirm if the lot# 102dbt also belongs to this complaint? Response: yes we returned 1 box of lot 103mbh and 3 boxes of lot 102dbt they are all from the one complaint. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, we have been advised by our supplier (B)(4) to contact johnson and johnson directly regarding a faulty box of sutures purchase. The sutures are ethicon vicryl 5/0 ps-3/8 16mm reverse cutting, 45cm. The issue: the thread keeps detaching from the needle every time we use it. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: dear sir/madam, following up on the email sent by my practice manager, I am dr. (B)(6), principal periodontist at (B)(6). I have been using ethicon vicryl sutures for over 13 years and have always found them reliable and easy to handle. Recently, we ordered four boxes of vicryl sutures¿three from henry schein and one from medident. After experiencing significant delivery delays, which were already frustrating, we finally received our order. However, upon using these sutures in four separate surgeries, I have noticed a drastic decline in quality that has seriously impacted my clinical procedures. The issues I have encountered include: needles detaching from the threads repeatedly. Sutures exhibiting excessive coiling, even when wet. Increased difficulty in tying knots, with knots frequently coming loose. Rougher texture of the suture material compared to previous batches. These problems were consistent across all four boxes, not limited to a single batch. This significant drop in quality has compromised surgical efficiency, prolonged procedures, and created frustration for both myself and my dental assistant. More critically, it poses a potential risk to patient outcomes, particularly in procedures like gingival grafting and dental implants (the four surgeries that I have done using those sutures), where secure sutures are essential. Given the severity of this issue, I request the following: 1. An immediate investigation into why the quality of these sutures has deteriorated. 2. A full refund for the four defective boxes. If this matter is not addressed promptly and satisfactorily, I will have no choice but to escalate my concerns by formally reporting this to the therapeutic goods administration (tga) and the australian competition and consumer commission (accc). Furthermore, if I believe that patient outcomes have been compromised due to the poor quality of these sutures, I will also be submitting a report to the australian health practitioner regulation agency (ahpra). I have attached the invoices for the four boxes we purchased for your reference. I expect a swift response and resolution to this matter.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary the product was returned to ethicon for evaluation. One open box with six unopened samples were received for analysis. Product code vcp500g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our analysis site has received (B)(4) lot# 102dbt. - please confirm if the lot# 102dbt also belongs to this complaint or if sent in error.